Event description:
A surgeon reports dissatisfaction with patient outcomes. Information provided by the surgeon indicates this patient received a lasik treatment in the left eye only. At 1 month post-op, this patient exhibited an overcorrection and a decrease in bcva. It is unclear if the surgeon feels this patient is harmed/injured or if the decrease in bcva is temporary or permanent, however, the surgeon has declined to provide any additional information.

Manufacturer narrative:
Determination of root cause: assessment: a surgery database performance verification was performed on this laser system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this patient's surgery. During the on-site investigation, the engineer was unable to find any issues with the laser and completed a successful system verification to specifications. Non-product factors including patient response to the laser ablation, patient healing characteristics and preoperative patient selection could not be reviewed because the surgeon declined to provide clinical records or any other patient specific information. The surgeon only provided limited pre and post-op manifest retractions and bcva in a spreadsheet format. Based on the limited data provided, this patient experienced a 1-line decrease in bcva at the 1 month post-op exam. At that time, the postoperative refractive state may not have stabilized, therefore, providing an inaccurate measurement of the residual refractive error and bcva, as the usual period for healing and vision stabilization after refractive surgery is 1 to 3 months. The patent also demonstrated an apparent overcorrection that may have also been associated to the early healing process. According to literature, in order to be successful, enhancements should only be performed if there is corneal and refractive stability. References: regression and its mechanisms after lasik in moderate and high myopia, chayet et al, ophthalmology, vol 105:1, 1998. Aao.org, refractive laser sx: an in-depth look @ lasik, a science writers guide, 2008. Prk vs lasik for myopia, hersh et al, ophthalmology, vol 105:8, 1998. When good refractive surgery goes bad, lasik complications and what to do about them, rep, cont educ on the web, 2003, university. Aao, refractive errors and refractive surgery preferred practice pattern, 2007. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the patient's outcome. However, the non-product related factors mentioned above may have been contributors. This report was mailed to FDA on: 08/05/2009.